Manufacturer narrative:
Complaint no: (B)(4) the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a leak during automated peritoneal dialysis therapy, while the patient was connected to the homechoice device. The patient stated that the floor was wet, but they could not tell where the solution was coming from. The patient went over their setup with the technical service representative (tsr), but nothing was found that could have caused or contributed to the leak. The tsr assisted with ending the therapy. The patient was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.